Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 october 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the device implanted by using a sandwich technique which required multiple manipulations. On (B)(6) 2023, patient came for a 45 day follow up computed tomography (CT) scan, and a leak was seen. There was no intervention required for the leak. The amulet remained implanted. The patient was reported as stable.

Manufacturer narrative:
An event of patient device interaction problem (residual shunt) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during procedure, the device implanted by using a sandwich technique which required multiple manipulations. Then, the patient came for a 45 day follow up computed tomography (CT) scan, and a leak was seen. However, there was no intervention required for the leak. The amulet remained implanted. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.